Event description:
The plaintiff's attorney alleged that the pt experienced sudden cardiopulmonary arrest within a twenty four hours of dialysis treatment and subsequently expired. It was reported that the death occurred due to the administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports for this event.